Event description:
The manufacturer received information alleging intermittent odors, filter was getting gray and strong burning smell of smoke related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously receiving information alleging intermittent odors, filter was getting gray and strong burning smell of smoke related to a bipap device's sound abatement foam. There was no report of patient harm or injury. Despite multiple attempts, the customer refuses to return the device for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section h4 has been updated/corrected.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously receiving information alleging intermittent odors, filter was getting gray and strong burning smell of smoke related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, evidence of sound abatement foam degradation or breakdown was not observed in this device. Unable to address the complaint or symptoms. Found no evidence of sound abatement foam degradation or breakdown. The external investigation showed that there were no signs of contamination on the outside of the device. The device was hooked up to a known-good power supply and power cord, and airflow was verified to be operating correctly. The internal investigation showed that there were water spots on the blower motor. There were zero instances of errors on the device log.